Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Patient's representative reported "constantly inflamed skin", "deformation", "depressive stress disorders", "anxiety", "possibility that cancer may actually develop and that cancer therapy will be required", "chronic breast pain", "severe pain", "sensitivity to pressure", "deformed", "capsular contracture baker grade iii". Also reported "restricted her mobility and thus strongly affected her daily life", "severely reduced self-esteem", "sleep disorders", "physical and psychological health damages", "breast implant illness" which are deemed not related to the device. This record is for the left side. Device was explanted.